Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID neu_ascenda_cath (serial: unknown); product type: 0184-catheter; implant date (B)(6) 2020; explant date; ubd: unknown; UDI #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving morphine with concentration 20 mg/ml at a dose rate of 2.0 mg via an implantable pump. It was reported that during a pump refill procedure, the remaining volume calculated in the clinician programmer was 1.2 ml. However, upon withdrawal, the actual remaining volume of drug in the pump's reservoir was 6.3 ml. The patient referred a slight increase in pain throughout the last month. The date (B)(6) 2025 is considered an approximate date of event (specific month and year known only). The location of the issue or symptom was indicated as catheter track. Regarding factors that may have led or contributed to the issue, extended periods between refills (5 months from the last refill) was indicated. No further troubleshooting was reported. The refill procedure went on as planned. There will be a follow up consultation in one month (not scheduled yet) in which volumes will be compared again. Pump elective replacement indicator (eri) is due in april 2026, so the physician determined that as long as there is no sign of a complete catheter clog and flow remains at least partially, the replacement will take place once the pump reaches its eri. Both the pump and catheter are to be replaced. The issue was not resolved as of 2025-mar-25.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The model number and serial/lot number of the catheter were unknown. There have not been any further actions. No further action had been performed to resolve the issue. The whole system was to be replaced but the date has not been defined due to administrative processes. The cause of the volume discrepancy / more drug found in reservoir then expected has not since been determined. The issue regarding pump reservoir volume discrepancy and increased pain had not yet been resolved. The pump and catheter will not be returned to the manufacturer (currently remains still in use).